Event description:
Pt was having a cat scan of the head. The scanner malfunctioned during the exam. The CT machine took 17 images in one location before finishing the exam. There were no immediate side effects or signs of any problems with the pt at the end of the exam. The physicist and the pt doctor were both notified. Dose or amount: 335 mgy. Event reappeared after reintroduction: no.